Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s curve was measured within specifications. Visual examination did not find any anomalies.